Event description:
Boston scientific crm rec'd info that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status earlier than expected, with a monitoring voltage of 2.56v and a charge time of 25.6 seconds. A boston scientific crm technical svs consultant discussed the mid-life display of replacement indicators advisory and recommended device replacement.

Manufacturer narrative:
Upon receipt at our post market qa lab, a review of device memory revealed the device declared elective replacement indicator (eri) after experiencing a charge time of 21.77 seconds at a monitoring voltage of 2.57 volts. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experienced premature battery depletion. Rather eri was declared earlier than expected due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.